Manufacturer narrative:
The lot was manufactured between june 9-15, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the bladder was ruptured. The reported condition was verified. The cause of the reported condition could not be determined; however, the most probably cause is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder rupture occurred during filling prior to patient use. The device was being filled with fluorouracil. There was no patient involvement. No additional information is available.